Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, a warning was displayed, stating that atp was delivered on (B)(6) 2020. However, the episodes could not be displayed when clicking on the corresponding buttons in the list of episodes. In addition, even though the patient is followed in remote monitoring, the physician has not received any alerts associated to atp delivery on (B)(6) 2020 (it reportedly cannot be excluded that the alerts were received and checked by a nurse who did not inform the physician). Preliminary analysis results confirmed that an alert was appropriately transmitted following the atp episode on (B)(6) 2020.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, a warning was displayed, stating that atp was delivered in (B)(6) 2020. However, the episodes could not be displayed when clicking on the corresponding buttons in the list of episodes. In addition, even though the patient is followed in remote monitoring, the physician has not received any alerts associated to atp delivery in f(B)(6) 2020 (it reportedly cannot be excluded that the alerts were received and checked by a nurse who did not inform the physician). Preliminary analysis results confirmed that an alert was appropriately transmitted following the atp episode on (B)(6) 2020.